Event description:
It was reported the patient's blood glucose level (bg) rose to 489 mg/dl while wearing the pod between 36 and 48 hours. The patient felt the pull of the pod and had to push it back (arm), causing the cannula to dislodge. It was also mentioned that the adhesive was loose on one side and that they could feel insulin on the adhesive. As treatment, the patient will apply a new pod after the call.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.